Event description:
It was reported that this lead was going to be extracted. The distributor representative requested the inner and outer diameters of the lead, to plan for stylets and/or laser sheath accessories to be available when the extraction was performed. A request was made for additional information.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this lead was going to be extracted. The distributor representative requested the inner and outer diameters of the lead, to plan for stylets and/or laser sheath accessories to be available when the extraction was performed. A request was made for additional information. Additional information was received. The distributor representative was not able to provide the serial number or which chamber this lead had been implanted in. The lead was extracted because the patient received a new cardiac resynchronization therapy defibrillator (crt-d). There were no specific clinical observations reported; it was suspected the pacing lead was in the right ventricle and was removed so a defibrillation lead could be implanted. No additional adverse patient effects were reported. The extracted lead was not planned to be returned.